Event description:
It was reported that during dt4 surgery both blades did not overbalanced. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, (B)(6) 2021 -sac failure can't insert first blade and after second one into the tunnel because blade didn¿t work.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204af-110 flipcutter ii (no batch number present) was received for investigation. Visual inspection identified a scuff marking across the cutting tip. No breakage, however, was present. Functional testing determined that the cutting tip would not actuate, although no weld damage was present across the outer diameter of the actuator tube. The observed condition is most likely the result of internal damage to the actuating mechanism, caused by prying/leveraging the device during use.